Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient developed a hematoma at the implant site and underwent a procedure to extract the fluid on (B)(6) 2024. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.